Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor pulls out of bone. Probable root cause: design: poor anchor assembly design. Inserter not designed to insert anchor to proper depth. Process: anchor assembly not manufactured to specification. Inserter not manufactured to specification. Application: user does not tension anchor properly (g6). Insufficient force used to tension repair (knots not tight enough). Too much bone removed/decorticated. Insufficient quality or quantity of bone that would compromise secure anchor fixation. Angle of insertion varied during insertion of inserter. Angle of removal varied during removal of inserter. Pathology such as schlerotic bone that may thicken the cortical layer. Anchors inserted too close together, weakening bone. Anchor not inserted below cortical layer. Anchor is caught on inserter and is pulled above cortical layer. Anchor is damaged by inserter. Surgeon uses drill or awl to create pilot hole; hole size incorrect. Surgeon tries to reload an anchor on inserter. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the patient was complaining about post-operative pain. A follow-up revision surgery was performed and it was further reported that the anchors had ruptured.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient was complaining about post-operative pain. A follow-up revision surgery was performed and it was further reported that the anchors had ruptured.